Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding revision due to fractured junction involving a triathlon stem was reported. The event was not confirmed. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicates there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Operative reports, medical records, and clinical history are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that there was a left knee revised due to a broken junction on the ts stem.

Event description:
It was reported that there was a left knee revised due to a broken junction on the ts stem.